Event description:
It was reported that the nc trek was used for post dilatation and ruptured, at unknown pressure, during the first inflation in the mid right coronary artery. A pooling of dye was noted in the vessel and blood returned into the catheter. There were no issues, such as resistance, noted during advancement to the lesion. Another balloon dilatation catheter was used to complete the procedure without further incident. There were no adverse patient effects and no clinically significant delay in the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.